Event description:
It was reported to medtronic minimed that the customer experienced low blood glucoses with a blood glucose value of 2.9 mmol/l at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040d2. Troubleshooting was performed for low blood glucose and over delivery. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smartguard/auto mode of the insulin pump at the time of reported low blood glucose event. The blood glucose value was 6.9mmol/l and the sensor glucose value was 2.9mmol/l at the time of the event and the difference was more then 30%. No further patient complications were reported. It was unknown whether the customer will continue using the device. Product return for mmt-7040d2 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.